Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low pacing impedance and mode switch. Undersensing of r-waves was also noted. Reprogramming to unipolar and sensitivity was performed. The rv lead remains in use. It was also reported that the right atrial (ra) lead triggered a warning for low pacing impedance and mode switch. High impedance was also noted on the atrial lead. The ra lead remains in use. No patient complications have been reported as a result of this event.